Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the patients valve surgery, testing with various configurations and outputs showed intermittent loss of left ventricular (lv) capture. The surgeons notes indicated that they had dislodged the lv lead. It was also reported that there was an increase in thresholds. The lead remains in use. No patient complications were reported as a result of this event.